Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 111 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation showed no issues with sensor functionality. A review of the dms sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur when a failure mode present in vivo is not replicated in the lab, such as in the in vivo state of the sensor hydrogel. Due to the instability the system blinded glucose and consequently triggered the sensor replacement alert per design. The user was offered a sensor replacement as a resolution. B4. Date of this report 08 oct 2025. G3. Date received by the manufacturer? 08 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.